Event description:
According to the surgeon, the pt claimed that red monotube has strange sound. The red monotube was implanted on (B) (6) 2009, as a replacement of the previously fractured blue monotube. The surgeon plans to replace this red monotube to new red monotube on (B) (6).

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report. Same pt event as MDR 8031020-2010-00031.